Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not working. A prompt repeatedly displayed indicating to reduce the pressure on the blade. The instrument was reinstalled but the issue persisted. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Broken piece approximately 0.30" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error. Additionally, the instrument was found with teflon pad damage at the distal tip. Missing material approximately 0.04 x 0.02 was not returned. The root cause of these failures is associated with mishandling/misuse.